Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that vegetation was found on the right ventricular (rv) pacing lead. Enterococcus faecalis was grown in blood cultures. Antibiotic treatment was necessary. The system was removed and will be replaced in the future. No further patient complications have been reported as a result of this event.